Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels reaching 396 mg/dl and diabetic ketoacidosis (dka) events; cause was not known. Reportedly, a correction bolus via the pump was delivered along with manual injections to address bg. Recommendation was made to discuss diabetes management with a health care professional.